Manufacturer narrative:
Conclusions: no failure detected and product within specifications.

Event description:
A hemodialysis patint using the phd personal hemodialysis system was admitted to the hospital with an elevated serum potassium level of 8.8 meq/l.